Event description:
Reportedly, the device was explanted at implant due to surgeon felt product was defective, too rigid. Hvt sales rep is to provide further info at a later time. Hvt sales rep will ship the device back to our facility. Additional info provided by rep in 2009 indicates that the cusp felt too rigid and that coaptation of the valve may be compromised as well as affect hemodynamics.

Manufacturer narrative:
Device not returned.